Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used tandem charging cable and wall adapter with working wall outlet. No information was provided regarding any impact to the customer¿s blood glucose level. Customer was instructed to leave wall adapter plugged into confirmed working outlet for at least 30 consecutive minutes to see if pump would begin charging, and technical support planned to follow up for further assistance.